Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact. Insulin pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No low battery alarm during test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm. Device had a blank display after a battery change. Customer's blood glucose was 385 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.